Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a battery life with moisture issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the pump history showed the pump was running on the incorrect year of 2018 until it was corrected on (B)(6) 2017. The black box for the date of the complaint was unavailable. The issue on the date of the complaint was unable to be duplicated. The battery compartment was cracked above and below the bumper pad, and corrosion was found in it. A leak was found in the battery compartment. The battery cap was not returned. A test battery cap was able to attach to the pump and power it on. The pump cover was removed to find moisture ingress internally. The pump current draws were within specifications. The battery life issue was not duplicated during testing. (B)(4).